Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08267. This device was received with MDR ID # 2134265-2013-08267 with no reported issues. However, upon review of this device, a pinhole was found in the balloon. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superior femoral artery (sfa). The 6.0mmx40mmx135cm (4f) sterling was advanced in the lesion and it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.